Event description:
During a phacoemulsification procedure, the vitrectomy function failed to operate. The surgeon performed the vitrectomy manually however was not able to remove all the vitreous strands. The patient was advised that her condition has improved as much as can be expected and that additional surgery will be necessary to remove remaining "floaters".

Manufacturer narrative:
The machine was testing and elevated at the customer location by an amo services technician and was found to be functioning properly. Two disposable vitrectomy cutters were observed to not be functioning.